Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d164vwc, implantable cardioverter defibrillator, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was a lead impedance out of range alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). 425 of 967 lifetime v-sic occur since 26 dec 2012. An out of tolerance (oot) subthreshold lead impedance alert was recorded on 26 jan 2012, 20 jan, 4 may, and 07 may 2013. Rv pace impedance varies from 392 ohm to greater than 3000 ohm throughout the record.

Event description:
It was reported that the right ventricular (rv) lead had varying and intermittent high pacing impedance. An x-ray was performed anda connection issue was identified. The ventricular lead connector pin was not inserted far enough in the connector block. A revision was done and a loose connection between the rv lead and implantable cardioverter defibrillator (ICD) was confirmed. The lead was completely inserted into the connector, setscrew tightened, and the issue was reported as solved. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.